Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative reported that the castor was replaced to resolve the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Return requested. Replacement total lock 5 in caster shipped to site (B)(6) 2017. No parts have been received by manufacturer for analysis.

Event description:
A medtronic representative reported that one of the site's navigation system locking staff cart wheels broke off. The bolt itself sheared in half and the wheel assembly is completely detached. No further details regarding the damage, or how it occurred, were provided. There was no patient present when this issue was identified.